Event description:
Customer reported her insulin pump was malfunctioning. She stated it was alarming no delivery. Her endocrinologist advised her that the device needs to be replaced and for her to go to the hospital. Customer was hospitalized for high blood glucose on (B)(6) 2014. Her blood glucose was over 600 mg/dl. Customer was put on insulin and placed in a nursing home. She has been using insulin pens since then. Customer was advised the device needs to be replaced. Nothing further reported.

Manufacturer narrative:
Minor scratches on display window noted during visual inspection. Device passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. (B)(4).